Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has not been tightened down. The needle channel and implants show evidence of being in contact with a sharp instrument such as a grasper. The variable depth straw has been trimmed. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that a photo of the device was provided for review; however, the image is unclear. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H2: corrected data on: h6 (type of investigation).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, after implantation of both t's, the t1 implant of the ultra fast fix could not stay anchored. The procedure was completed with a smith and nephew back up device. Both t implants were removed with tweezers. There was a delay less than 30 minutes and no further complications were reported.